Event description:
It was reported that the patient had a micl12.6 implantable collamer lens implanted in right eye in 2008. As part of the postmarket study, the patient reported a loss of vision due to problem with the cornea. See MFR report # 2023826-2009-00175 for the other eye.

Manufacturer narrative:
Evaluation results - a work order search was conducted and there was no similar complaint found.